Event description:
On (B)(6), 2011 the pt was implanted with the gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6), 2012 the devices were explanted due to aneurysm growth from a type ii endoleak.

Manufacturer narrative:
Images and the explanted device were requested but not available. A review of the manufacturing records for the device is being conducted.